Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 475 mg/dl. The customer¿s current blood glucose value was 138 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea ,vomiting. The customer went to doctor to get it under control. Auto mode feature was not activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported short battery life and insulin pump shut down. Customer stated insulin pump alarmed replace battery alarm. Customer reported insulin pump received low battery alert and this was second occurrence of error within 8 hours of low battery alarm. No further complications were reported. The customer will discontinue to use the device. Frn-mmt-332-rsvr, unomed inf set

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. No blank display during testing. However, pump received with a high sleep current measurement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 07/23/2022 at 06:38:00.000, 07/28/2022 at 17:06:00.000 and 08/01/2022 at 17:01:00.000. Replace battery alert on 07/23/2022 at 12:12:00.000, 12:22:00.000, 13:03:09.000, 13:03:53.000, 13:04:31.000 and 13:04:46.000. Replace battery now alarm on 07/23/2022 at 12:43:00.000, 12:53:00.000 and 13:15:24.000 power loss alarm on 08/04/2022 at 18:27:32.000 and 18:27:44.000. Failed batt/battery failed alarm on 07/23/2022 at 13:03:09.000, 13:03:53.000, 13:04:31.000, 13:04:46.000, 13:14:00.000, 13:15:24.000 and 13:25:00.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.9 mv). The original pcb 2 was removed and installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and the sleep current measurement was within specification. In summary, pump received with a high sleep current measurement during testing, unexpected low battery alarm, replace battery alert, replace battery now alarm and battery failed alarm confirmed in the pump history, problem isolated to the pcb 2. Unable to verify customer alleged for high bg. Customer alleged not confirmed for blank display. The force sensor is within specification. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.